Manufacturer narrative:
Complaint evaluation the customer requested that an authorized service personnel (asp) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty power pca. Customer resolution and conclusion upon conclusion of the evaluation, it was determined that this was a malfunction of the power pca, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device experienced a processor board/ECG bias failure. There was no patient involvement.